Event description:
It was reported the patient received the following results within 15 minutes: "above 400 mg/dl" and "below 150 mg/dl". The patient received inappropriate medication administration: at one point, she was given insulin based on a mistaken belief of hyperglycemia, and at another time, she received sugar due to a mistaken belief of hypoglycemia. No adverse event was reported.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.